Event description:
It was reported that the patient presented in-clinic for a follow-up check. The right ventricle lead exhibited intermittent capture. X-ray confirmed lead fracture. The right ventricle lead was capped and replaced on (B)(6) 2022. Patient was stable.